Event description:
It was reported, the patient¿s system had high impedances of greater than 20,000 ohms on five of the eight electrodes. It was noted x-ray and possible revision were suggested to the patient. It was reported reprogramming was performed. It was noted the patient had a ¿pulling¿ pain at the device pocket. It was reported the patient was no longer receiving good therapy. It was reported the reprogramming was unsuccessful. It was noted the patient was stable but was not receiving therapy.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3888-56, lot# v327603, implanted: 2009 (B)(6); product type lead product ID 3888-56, lot# v327603, implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).